Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 4 reference MFR. Report: 16207487-2017-04740, 16207487-2017-04742 and 16207487-2017-04743. It was reported the patient was no longer receiving effective stimulation. Surgical intervention may be pending to address this issue.

Event description:
Device #2 of 4 reference MFR. Report: 16207487-2017-04740, 16207487-2017-04742 and 16207487-2017-04743. Follow up information identified reprograming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted which resolved the issue.